Manufacturer narrative:
Dte sent: 10/31/2005. D4, h4: information is unavailable; device was not returned for evaluation.

Event description:
It was reported the during a hemilobectomy procedure, the staples didn't close around the tissue, therefore the surgeon was forced to sew manually to complete the case. There was no patient consequence.